Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer obtained a value of 111 mg/dl on her aviva meter. She did not feel right, and obtained a second value of 143 mg/dl within 10 minutes of the previous result. Customer was feeling light-headed and sweaty at the time of the readings. About 20 minutes later, the customer dropped the meter and lost consciousness. Her husband called the emts and arrived about 15-20 minutes later. Emts tested the customer at 29 mg/dl on their meter. They gave her a glucagon injection and took her to the hospital to be evaluated. Customer was feeling better upon arrival at the hospital. Customer was not treated at the hospital, was held for observation for two hours, and released. Requested return of suspect device and strips, and replacement was sent.